Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm the hub separated. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when she removed the needle shield, needle hub separated. 1 syringe affected lot: 2332735. Catalog: 328521. Date of event: 2023-07-10. Sample: yes cl.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2332735. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm the hub separated. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when she removed the needle shield, needle hub separated. 1 syringe affected lot: 2332735. Catalog: 328521. Date of event: (B)(6) 2023. Sample: yes cl.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.